Event description:
Additional information was received from the reporting surgeon the patient is still presenting with a shallow anterior chamber (ac) and 'low single digit' intraocular pressure (iop). No umb/oct was performed on this patient. The patient's retina did not show signs of hypotony maculopathy and there was no visible cyclodialysis cleft around the device on slit lamp evaluation. The surgeon feels this presentation might be related to localized choroidal detachment.

Manufacturer narrative:
The photos provided were reviewed by the investigation site. There are 8 photos which show the stent in the eye. The reported harms associated with the complaint could not be confirmed from the photos. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because no clinical data was received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Possible root causes are that postoperative hypotony and maculopathy are established risks associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Transcend medical inc. (Site # (B)(4)) is no longer operational. Transcend manufactured products are maintained and investigated by alcon research, ltd. (B)(4).

Event description:
A customer reported following implant of a micro-stent device, a patient experienced anterior chamber swallowing with iris crowding the implant (not occluding), decreased vision and slight maculopathy since having a fall that did not involve her orbital globe. The patient also experienced hypotony. Additional information was requested.